Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-21193. It was reported that patient's stimulation was decreasing by itself. Diagnostics indicated high impedance readings on multiple contacts of one of the l1 leads. Surgical intervention may be pending to address the issue. It is not known which l1 lead is liable, so both l1 leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the l1 leads had fractured, confirmed via x-rays. As a result, patient underwent surgical intervention wherein the l1 leads were explanted and replaced to address the issue. Therapy was restored postoperatively.